Manufacturer narrative:
The infusion set is now expired, but was not expired at the time of the event. The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a similar to a product marketed in the united states.

Event description:
It was reported that the infusion set was leaking at the headset. The caller reported that this occurred with 4 different packages from the same lot.

Manufacturer narrative:
Section d4 has been corrected.